Manufacturer narrative:
During the device evaluation at the manufacturer facility, the reported overheating could not be confirmed because it was reported that the drill did not run due to an overheating error and a bias current warning being displayed on the console. No medical intervention and no adverse consequences were alleged with this event. There was no patient involvement and no delay to a surgical procedure. The rotor was found to be corroded and bearings were found to be worn, which can cause overheating. The motor was found to be damaged, which is a probable cause of the reported bias current warning.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.